Event description:
The customer returned the cysto-nephro videoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the forceps channel port was loose, with residual liquid or foreign material coming out. It was also observed that the channel mount unit had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress problem was identified for the loose forceps channel port. A cause could not be established for the findings of foreign material and foreign objects in forceps channel port and channel mount. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.